Event description:
Patient reported that after seeing photos, patient was "really stressed" and "really worried about health in general. ¿

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown. Patient additionally noted discomfort in contralateral breast "because of all the news that has been spread around about her specific implant." The device has been explanted.